Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale on a bd¿ syringe with bd luer-lok¿ tip was misaligned. This was observed before use and there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation comments: one sample was returned with missing/ skewed print. A review of the device history record could not be performed as a lot number was not provided for this incident. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode root cause: skewed print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. A barrel jam could have caused this issue allowing misalignment.